Manufacturer narrative:
Device evaluation: electrode belt sn (B)(4) was not returned to the manufacturer. No equipment deficiencies were alleged against the device. Method: biocompatibility testing to iso 10993 was successfully completed on skin contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient had a cut under her right breast caused by pressure from the lifevest that bled at times. The patient reported that she consulted her doctor and was prescribed a cream. Follow-up indicated that the patient had begun using the cream and that the rash was going away.